Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Based on the analysis, this ICD was identified to be affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the available data. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The available data were analyzed. The clinical observation was confirmed. The battery voltage in regard to the charge drawn from the battery turned out not to be as expected. A component defect can therefore not be ruled out. Biotronik has informed the physician about this analysis result, who will decided based on the individual circumstances and the medical evaluation of the patient whether the device will be exchanged. If additional relevant information or the device itself should become available, this investigation will be updated, and you will be informed accordingly.

Event description:
It was reported that in (B)(6) 2020, approx. 54 months after implantation, the battery eri status was seen via homemonitoring. Subsequent follow-up showed normal function (no eri status). On 19-feb-2021, updated data was submitted for analysis, again indicating battery depletion. Based on the analysis of the new data, it was decided to report the incident.